Event description:
Versaone bladeless trocar with fixation cannula 12mm standard (lot #: j3e0685y ex: 04-30- 2028). The trocar fell apart and broke mid case. This resulted in losing the needle. Needle was found and the plastic inside trocar was found inside patient abdomen. No patient injury.